Manufacturer narrative:
Method: medical review. Results: per medical review - lens tears or nicks can occur at any stage from manufacture to surgical manipulation. As such, the cause of lens tear cannot be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: results code: (evaluation result): a visual inspection of the returned product found the lens optic torn. Piece of optic is torn off and missing. One loop haptic is bent. Lens was returned in liquid. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review results: based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Diopter: 23.00 collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens device evaluated by manufacturer? No. Lens not returned. Evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens in patient's eye. The lens tore during insertion into the eye. The incision was slightly enlarged and the lens was cut to remove from the eye. No suture was used and there was no patient injury. Cause of lens tear is unknown. Backup lens was implanted.